Event description:
It was reported that during an unknown procedure the device lost the tissue pad on a non-resistant soft part and it fell into the patient. The tissue pad was retrieved. Another like device was used to complete the case. No patient consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.